Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged during a ablation procedure four days post implant. A lead revision procedure was performed were this lead was explanted and a new lead was successfully implanted.